Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were gaps in data. There was no report of injury or medical intervention. No additional event or patient information is available.